Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving morphine (unknown dose and concentration) and possibly bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient's healthcare professional (hcp) was decreasing the patient's medication. The patient stated they were in the hospital 3 times and went through withdrawal. No clarifying information was provided.